Event description:
8 fr naso-duodenal tube was inserted into pt the next day it was discovered that the pt had a perforated friable esophagus after feedings had been started. Pt required surgery for repair. Unclear at this time if the tube was the cause of the perforation.